Event description:
A report was received from the USA with a request for a history logs download of an 840 ventilator. The reporter for the user facility stated that there was not an issue with the ventilator at the time of the request for the download it was a "safety" issue as it was suspected that there was alarm tampering (alarms turned off). The ventilator was in use on a pt at the time of the request. The pt was removed from the ventilator and placed on a second ventilator without any negative pt outcome.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and found error codes relevant to an oxygen (o2) sensor malfunction. The cse replaced the o2 sensor and performed extended self-testing on the device and all tests passed. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor had a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the o2 sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on (B)(4) 2013. (B)(4)